Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(4) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 80-120 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to the specification in the bathroom. The test strip lot manufacturer's expiration date is 7/24/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history: (B)(6).